Event description:
Sterile single use tourniquet cuff (vbm medizintechnik gmbh, ref# 20-36-727slz-1, lot # 0000247451) did not adequately perform function of a tourniquet. This resulted in more bleeding than expected during procedure.